Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The unit was received with blank display due to moisture damage electronic assembly. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads, broken belt clip slot, reservoir tube lip, reservoir tube. Unable to verify button/keypad due to blank display.

Event description:
The customer reported button errors and blank displays on the insulin pump. There was no significant event reported leading up to the event. The customer's blood glucose value was 9.0 mmol/l. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.